Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacture¿s investigation conclusion: there were incidental findings of damage to the silicone jacket layer of the external portion of the driveline. Evaluation of heartmate ii left ventricular assist system (lvas), serial number vad-63077, confirmed driveline (dl) wire damage that could have contributed to the reported low speed/pump stop event captured in the submitted log files. The submitted log files revealed a transient low speed/pump stop event which occurred on (B)(6) while the patient was being supported by battery power. Based on previous complaint history, the event appeared indicative of a potential dl issue. The patient ultimately underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023. (B)(6) was returned assembled with the dl severed approximately 4¿ from the pump housing. The distal portion of the dl was returned, measuring approximately 34" from the controller connector (cc). The inflow flex section was returned severed into two portions, each properly attached to the inlet extension and inlet elbow. The inlet elbow was returned attached to the pump inlet port. The apical sewing ring was returned separately from the device. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned properly secured over the outflow graft bend relief hardware. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations which would have contributed to any flow issues during support. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires revealed several insulation breaches on the black, brown, red, orange, and yellow wires between approximately 6.5" and 9" from the pump housing. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. If the exposed conductors of the black, brown, red, orange, and yellow wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, low speed and/or pump stoppage events would be produced as a result of short-to-ground. The insulation breaches also had the potential to result in low speed and/or pump stoppage events as confirmed through the submitted log files if the exposed conductors of two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the patient is supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review. The log files showed one pump stop, one low speed advisory and low flows on (B)(6) 2023. The pump stop was identified to be due to a phase to phase short while the patient was tether to a ungrounded cable or on batteries. The patient was asymptomatic and underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023.

Event description:
It was reported that log files were sent for review. The log files showed one pump stop, one low speed advisory and low flows on 05mar2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.